Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested, however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Does the surgeon believe there is a causal relationship between the consequences experienced and the dermabond product? If so, please explain. Request the following information: no product is available for return. Note: events reported on mw# 2210968-2022-06296 and mw# 2210968-2022-06298.

Event description:
It was reported a patient underwent total knee arthroscopy on (B)(6) 2022 and topical skin adhesive was used. Eight days post op, during a routine follow up the patient had developed redness at the incision site. He was placed prophylactically on duracef. On 7/5 phone call the rash had resolved. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Health effect clinical codes, concomitant products. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? No. Pt2 had office visit, so no photos sent/taken (from 6/28/22 office visit ¿¿mepilex dressing removed revealing erythema and vesicular reaction of the knee localized incision. No spreading erythema beyond the incision itself and borders. Incision itself is healing well with dermabond glue closure¿¿ please describe how was the adhesive was applied. See as follows what prep was used prior to, during or after adhesive use? See as follows was a dressing placed over the incision? If so, what type of cover dressing used? See as follows. Patient was prepped (chloraprep), scrubbed and draped in standard sterile fashion. An esmarch bandage was used to exsanguinate the leg¿ received preoperative antibiotics and tranexamic acid. Closure at end of case: the quadriceps mechanism was closed with interrupted 0 vicryl. The subcutaneous tissue was closed with interrupted 0 and 2-0 vicryl. The skin was closed with monocryl followed by dermabond. Sterile mepilex dressing was applied over the incision. The lower extremity was wrapped from the ankle to the mid-thigh with an ace bandage spica dressing and the patient was transferred to the recovery room in stable condition. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Thorough allergy screening done. Patient demographics: initials / ID, gender, age or date of birth; bmi. Pt2; 66 year-old male; bmi 29.5. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Coronary atherosclerosis (2019), difficulty speaking, history of dehydration, hld (hyperlipidemia), hypertension, keratoconus, osteoarthritis, and peripheral neuropathy. Allergies: mussels (gi symptoms); thimerosal (eye redness). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? See as follows. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? See as follows. Patient has no information on past adhesive reactions, has had dermabond in past. Current patient status. Incisional rash resolved as of 7/5/22 what is the physician¿s opinion as to the etiology of or contributing factors to this event? See below. Does the surgeon believe there is a causal relationship between the consequences experienced and the dermabond product? See below. If so, please explain. Relationship between patient reactions and dermabond believed likely because: - reactions from very probably same box of dermabond (can¿t be determined definitively from same box, but likely so based on product storage and supplies management/room set-up for surgery). - happened on same day- in same or.-essentially same staff involved. - dermabond used in same way, for intra-operative wound closure (as above) in all tkrs. -no similar reactions experienced at hss. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.